Event description:
Received customer's medsun report, alleging a device pump malfunction. States "with no change in IV pump or setting, channel shut down and said channel error. Would not restart. Pump channel was running levophed 4% strength on levophed dependent pt. Rn outside room witnessed event and intervened prior to pt harm. Pump removed from svc." The customer reports that there was no pt harm as a result of this event. The event occurred at 9:30 am, the levophed was 4 mg/ml, in a 250ml bag, infusing at 4 mcg/min. Reportedly the pt was on maximum pressors and continued to decline all day. The pt's family elected to withdraw aggressive treatment and the pt died approximately 11.5 hours after the event. The customer does not attribute the pt's death to the device event. No other info is available, no report of harm or physiological effect.

Manufacturer narrative:
Manufacturer's report date: (B)(6) 2014. Internal file number: (B)(4). Although requested, the device (s) have not been received for investigation. A f/u report will be submitted with eval results should the device (s) be returned.